Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer's blood glucose level was 173 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.